Event description:
Customer reported a fiber fault (connection error). There was no additional info reported. There was no pt injury.

Manufacturer narrative:
The fiber connection issue as reported to the manufacturer was not considered a reportable event and could be confirmed by this investigation. The device was subsequently returned to the manufacturer and analyzed. The failure analysis did disclose that the fiber cap was charred and drilled through. The fiber cap condition would prevent proper fiber function; the cap condition would also result in a diffuse beam and/or a forward firing condition and has been identified as a potential risk and safety issue. The root cause of the fiber cap condition was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.